Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed "no disposable, pump won't run". The reservoir volume was 3.6ml, rate was 2.3ml, and 102.45ml was given. There was no air observed. There was also no patient, or clinician injury associated with these occurrences. No further details provided at this time.